Manufacturer narrative:
Continuation of medical devices: 694765 lead implant date: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high impedance and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.